Event description:
The facility's biomedical engineering department reported a pump with a 530:320 failure code. Information was not provided regarding whether or not the device was in patient use when the reported failure code occurred. The biomedical engineer stated that there was no report of patient injury or need for medical intervention. Although attempts were made by baxter customer service to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved.